Event description:
During troubleshooting a system error 2098 alarm that appeared on the homechoice (hc) unit during prime, the caregiver (cg) revealed that home patient (hp) was already connected while the hc machine is priming. The technical service representative (tsr) explained to cg that it was not recommended by baxter to connect hp while the machine is priming. The tsr explained to the cg to review patient at home guide with nurse. No injury or medical intervention was reported. During a follow up with the cg regarding the reported problem, it was revealed that the cg did speak with the nurse and since then has been following the patient at home guide as to when the patient should connect for therapy, after prime is complete. The patient is continuing therapy with no further problems.

Event description:
During a follow up with the home patient (hp)'s nurse on (B)(6) 2010 regarding the alarm, the nurse verified that she was aware of the alarm, and added that the issue was resolved. The nurse did not know what had caused the alarm. Per nurse, the caregiver did not report any defects or connection issues with the supplies. The nurse confirmed that the hp did not have any injury or harm as a result of this incident. Per nurse, hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1. The home patient (hp) had already cycled power the hc machine. The technical service representative (tsr) explained the alarm to the hp and suggested to start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.